Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left pain, possible rupture, and recall. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: seroma-late, silicone migration, lymphadenopathy, granuloma the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative has further reported patient "diagnosed with periprosthetic liquid discreetly more evident in the left, unspecified and coinciding with the zone of the lump, visualizing focal hyper echogenicity to rule out rupture" and provided ultrasound report showing "the tumor that the patient refers in the upper internal quadrant of the left breast corresponds to siliconoma of 25 x 8mm and adjacent to this there is interruption of the prosthetic capsule compatible with rupture. In the left mammary internal chain and armpit are observed lymph nodes with silicone inside. Birads 2". This relates to the left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d6a, g2.

Event description:
Healthcare professional reported left side pain, possible rupture, and recall. Patient representative has further reported patient "diagnosed with periprosthetic liquid discreetly more evident in the left, unspecified and coinciding with the zone of the lump, visualizing focal hyper echogenicity to rule out rupture" and provided ultrasound report showing "the tumor that the patient refers in the upper internal quadrant of the left breast corresponds to siliconoma of 25 x 8mm and adjacent to this there is interruption of the prosthetic capsule compatible with rupture. In the left mammary internal chain and armpit are observed lymph nodes with silicone inside. Birads 2". Device remains implanted.

Event description:
Healthcare professional has further reported capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
(B)(4). Visual evaluation: visual analysis of the photographs identified: rupture: not observed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device silicone migration: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional has further reported capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side pain, possible rupture, and recall. Patient representative has further reported patient "diagnosed with periprosthetic liquid discreetly more evident in the left, unspecified and coinciding with the zone of the lump, visualizing focal hyper echogenicity to rule out rupture" and provided ultrasound report showing "the tumor that the patient refers in the upper internal quadrant of the left breast corresponds to siliconoma of 25 x 8mm and adjacent to this there is interruption of the prosthetic capsule compatible with rupture. In the left mammary internal chain and armpit are observed lymph nodes with silicone inside. Birads 2". Healthcare professional has further reported capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ rupture: no observed rupture on the device. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ silicone migration: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.